Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostatic clipping procedure. The patient's age, weight, and gender were not provided. According to the complainant, the device was prepared by the nurse according to directions, then handed to the physician. The physician placed the scope in the patient. The clip was in the scope and the scope was in a retroflexed position. After the device has proceeded out of the endoscope, the nurse attempted to pull the sheath back to expose the clip, but the sheath kept bouncing forward. Sustained exposure of the clip device was not possible. The device was removed and the procedure completed with a second resolution clip device. The patient's condition post procedure was reported as fine, stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).